Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue due to burns located on power flex. The service technician replaced the power flex and unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported model palmtop ventilator revel has intermittent power connections. At this time, it is unknown if there was any patient involvement associated with the reported issue.